Event description:
It was reported that the asymptomatic and pacer dependent patient presented in clinic for device explant due to battery advisory. The implantable cardioverter defibrillator was explanted and replaced successfully. The patient was in stable condition throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.